Event description:
It was reported that the device allowed the patient's body temperature to drop multiple times and during a specific event, almost 3 degrees within 2 hours. It was further reported that, as a result, the patient's heart rate dropped. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
Upon communication with the user facility, it was determined that this complaint was opened in error. Initially, it was believed that there were 3 occurrences of this malfunction. The facility confirmed there were only two. Those two incidents are captured under the following reports: 0001831750-2024-00003 and 0001831750-2024-00001.

Event description:
It was reported that the device allowed the patient's body temperature to drop multiple times and during a specific event, almost 3 degrees within 2 hours. It was further reported that, as a result, the patient's heart rate dropped. Attempts are being made to gather additional details from the user facility.